Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, "staple jamming". As a result a new stapler was used to complete the procedure. At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that while in use on a patient, "staple jamming". As a result a new stapler was used to complete the procedure. At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visit at 35r 6/box for investigation. Visual examination of the returned sample revealed that the first two staples appeared misaligned and two staples were jammed in the distal tip of the stapler. The stapler was returned with 21 staples remaining in the cover block, indicating that at least 14 staples were fired by the customer. Clear evidence of use in the form of biological material was observed on the device. Upon functional inspection, it appeared that the staple misalignment prevented the remaining staples from consistently firing properly. The jammed staples were removed before attempting to engage the trigger. Upon full engagement of the trigger, the first five staples properly formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were discovered on the forming tool. No flash was observed within the cover block. No other defects or anomalies were observed. The source of the staple misalignment could not be conclusively determined. A non-conformance was initiated to further evaluate this complaint issue. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint could not be confirmed. Upon visual inspection, the returned sample revealed that first two staples appeared misaligned and two staples were jammed in the distal tip of the stapler. Upon functional testing, the jammed staples were removed before engagement. Upon engagement of the trigger, the first five staples properly formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. The device was disassembled. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed. The source of the staple misalignment could not be conclusively determined. A non-conformance was initiated to further evaluate this complaint issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a, corrected data: n/a.

Event description:
It was reported that while in use on a patient, "staple jamming". As a result a new stapler was used to complete the procedure. At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, "staple jamming". As a result a new stapler was used to complete the procedure. At the time of this report, the customer has not returned our requests for additional information.